Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. This caused the customer's blood glucose level to rise to 535 mg/dl. The customer managed the high blood glucose by administering a manual correction injection. Technical support educated the caller about battery depletion rates and confirmed that the depletion was within normal limits. The customer understood and acknowledged the explanation and continued to use the pump for insulin delivery.